Event description:
I have a pacemaker that may or may not be part of a recall. I have chest pains, heart and body vibrations, shortness of breath, tiredness, dizziness, vertigo, discomfort. I can no longer sleep on my left side. I have to get up out of bed to wait out the symptoms at night. During the day I make sure to have my cell phone at hand and I can no longer get far from the house. I have to tap on the pacemaker to get it to stop the issues - which only works occasionally. I have a merlin monitor beside my bed that says my pacemaker is just fine. However we do not know if the merlin is reporting properly or paired with my pacemaker even. The pacemaker worked fine for 2 1/2 years. For the last 8 months I have not been able to sleep through the night regularly and my quality of life has been severely impacted. I have reported my issues to my cardiologist but he says my pacemaker is not on the recall list. I received it in (B)(6) of 2019 but the recall ended in december of 2018 according to some internet articles but now I see that date has been extended to february of 2019. I wore the zio heart monitor for 7 days. All I know is the doctor told me I had over 20 rapid heart beats during the monitoring period. I've lived on a farm all my life and used to be extremely active. I have a green house that I took care of and I love growing plants. I can no longer walk out on the farm and I cannot tend to my greenhouse. I fall asleep in my recliner which is something I never did in my life. FDA safety report ID# (B)(4).